Event description:
A malfunction was reported on the customer's pump, with no notable events occurring prior to the issue. Although the impact on the customer's blood glucose level was unknown, the pump displayed a malfunction code that was not resettable. Tandem technical support arranged to replace the faulty pump and instructed the customer on how to store and return it. The customer was also advised to program pump settings and connect their continuous glucose monitor to the replacement pump.